Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was in overdischarge and the patient could not communicate with it. The rep stated that after resolving the overdischarge, the patient programmer (pp) indicated that the ins was in end of service (eos). The rep stated that they were not able to bypass this using the clinician programmer. The rep was with the patient and they were going to put the ins into MRI mode using the clinician programmer. No symptoms were reported. No further complications were reported. Follow up was conducted.